Manufacturer narrative:
The device was returned to olympus and the evaluation found damage on the cable unit, dirt on the coupler mount and coupler unit. Based on the results of the investigation, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on the cable unit and dirt on the coupler mount and unit. There was no patient involvement.